Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cable between the uninterrupted power supply (ups) and pc over ip (pcoip) client was reseated and replaced, with no resolve. Replacement of the pcoip client resolved the reported issue. The system then passed the system checkout and was found to be fully functional. The pcoip power cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts. No failure found. The pcoip client has been returned to the manufacture and is currently under analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the system was running, the camera cart monitor displayed ¿searching for connection¿, connection would fail, the pcoip screen would then display on the monitor before the monitor would again function as expected. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Additional information: the pcoip client was returned to the manufacturer for analysis. Analysis found that it was found to reboot shortly after initial boot. Logs of the client indicate that few minutes after the boot up sequence an error was logged. The part would reboot and log the boot up sequence and would repeat. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.